Event description:
It was reported that on (b)(6) 2026, a 29mm Navitor Vision valve was selected for implant using a FlexNav Delivery System (DS). During the procedure, the valve was able to be implanted successfully. Post-procedure on the following day, the patient had an ischemic stroke with hypotensive; also noted clinical signs of aphasia and left side drooping. No stroke was confirmed via Magnetic Resonance Imaging (MRI). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient had an extended hospitalization and transferred to rehabilitation.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.